Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep called during a case because she was running impedances and was unable to run it with the ins in the pocket so she took it out of the pocket and was getting >4000 ohms on each case pairing. Tss consulted with ts agent deb and confirmed with rep that is normal because she has to run the impedance check with ins in the pocket so the case is surrounded by tissue. Tss reviewed that the issue is that she is unable to run the impedance check with the ins in the pocket. Rep said she can connect to it and access the app just fine but when it comes to running the test it tells her to reposition. Rep said they were not near any sources of emi that could have contributed to the issue. The surgeon placed ins back in pocket and they tried again during the call and they successfully ran the impedance check and everything was within range. The number 6 on the smart programmer is not able to be used, keyboard will type 5 or 7 when touching the number 6. The communicator would connect intraop for impedance check, but then would not run the check and stated to keep retrying to connect. After a call with tech services and multiple tries, it communicated and completed the impedance check. Post op, communicator would not connect with battery 90% of the time. It was very finicky and would disconnect frequently. Then it seemed to work appropriately, for a string of attempts, to then show the ¿retry communication¿ alert. Smart programmer and communicator very inconsistent and glitchy device set appropriately, pt needed to go home with a programmer. Pt told to bring equipment back with them to post op in 2 weeks with physician. Additional information was received from the rep. They stated that the cause of the communicator not connecting was determined, and they did multiple resets to resolve the issue. They stated it was unknown if the issue had been resolved as the patient has the remote at home and the device was still in use. Asked if it will be returned, they stated they will return it if they get a replacement to give at the post op appointment. Additional information was received from a manufacturer representative (rep). The rep reported that the handset was no longer recognizing the 6 key when pressed. The rep was contacted remotely by the provider to access the clinician app and couldn't get the password typed in. The rep reached out to hcit for troubleshooting information. It was discussed that they may be able to fix with something like restarting the handset, but this may be a hardware failure that may require a replacement handset. The rep did not have the handset or handset serial number available at the time of the call, so did not proceed with replacement or troubleshooting. It was noted that it was most likely a samsung hardware issue, but can impact patient's access to therapy.